Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. The 1.50mm x 8mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.